Event description:
Olympus (omsi) field service engineer was informed that the customer¿s camera head reportedly had an intermittent image malfunction, ¿image getting disappeared and again coming during surgery, but the doctor completed the surgery with the same equipment¿. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The cause of the foreign material at the forceps elevator is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to b5. The information in b5 was inadvertently not included in the initial medwatch report. Please see updates to b5, g2, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, multiple knots and leaks (leakage) were found in the cable. It¿s likely these factors affected the image transmission and caused image flicker as well as the loss of image. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the procedure was a therapeutic lap surgery (lap chole). The reported event (intermittent image) was found during the procedure and the procedure was completed using the same set of equipment. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
The technical evaluation confirmed the customer¿s reported issue as the image flickers due to a defective cable unit. A visual inspection of the cable noted multiple kinks in the cable. Additionally, the cable is leaking. Leakage is also found from the water-resistant cap. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.